Event description:
This is the first of three reports concerning the same surgery. It was reported that product ID muh-600-s45s-ww was sent to the company rep and had expired prior to the surgery date. This was noticed prior to the surgery. The device was not in contact with the pt. A spare device was available and was used to complete the surgery. There was no delay in surgery reported.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported info.